Event description:
It was reported that the patient's son jumped on her a few months ago and she fears the lead is broken. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received via implant card that the patient underwent a generator replacement surgery on (B)(6) 2015 due to unable to interrogate due to end of service. The lead was not replaced. An implant card was received (B)(6) 2015 that confirmed the generator was replaced due to unable to interrogate due to battery depletion. The lead impedance following generator replacement was stated to be within normal limits (3,285 ohms). The explanted generator was received for analysis. Analysis was completed and showed that the generator performed according to functional specifications. The reported end of service condition was confirmed and was determined to be an expected event. There was no condition noted during the product analysis evaluation that suggested any anomaly with the device.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently failed to report that the patient underwent generator replacement surgery.